Event description:
Customer reported that an unexpected negative reaction was obtained with the 3-cell antibody screening assay with a sample drawn and tested on galileo echo instrument m00940.

Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Negative results were obtained in cells 1 and 2 for the sample drawn and tested on (B)(6) 2012. Results visually appeared negative as expected. Negative results were reported for cell 3. Visually, result appeared to be weak positive. The customer was made aware that all negative antibody screening and identification results on the echo are to be visually inspected prior to release of results. This issue was communicated to customers in technical communication (B)(4) 2009.